Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was intermittently displayed as ¿high¿; however, a specific value was not provided. A site change and manual insulin injection was administered to address the high bg level. Reportedly, the customer changed cartridge and infusion set to resolve the occlusions.